Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016 for an elevated blood glucose level of 560 mg/dl with ketones. The customer was treated with injections. On (B)(6) 2016 the customer noticed a leaking cartridge when the case was removed; however, the location of the leak was undetermined. The customer was able to fill a new cartridge with water and perform a successful system check with tandem's technical support. The customer was released from the hospital on (B)(6) 2016.